Manufacturer narrative:
No button response due to open connector on lcd board.

Event description:
The customer's mother reported via phone call that the b button was unresponsive. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.